Event description:
It was reported that the right atrial (ra) lead neither sensed nor paced well with normal impedance. It was also determined the lead had dislodged and was not functional. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.